Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient code: 2692 should be corrected to 2137 in initial medwatch report. Device code: 3189 should be corrected to 1401 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -05.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Reportedly "post-op refraction, showed hyperopic shift (+1.0d)" in patient eye. Per reporter on (B)(6) 2019, "patient's ucva was 20/13 and post-op refreation showed +1.0/-0.25/109 on the last visit." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.